Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during initial drain. A bag came unhooked. The baxter technical service representative (tsr) explained therapy was then over. The tsr said all new supplies were needed. The call completed and therapy ended. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Product surveillance received a call from the home patient on (B)(4) 2012. He said he was able to complete therapy with new supplies. He was not sure why one of the bags became unhooked but he said initially the cycler was alarming check patient line alarm in prime and he noticed that the solution was not going up to the top of his patient line. He looked over the bags and noticed that one of his bags was not fully connected to his line, it looked loose so he connected it back up and the check patient alarm went away. He then went into initial drain after the prime completed and then realized that there had been the possibility of air getting into the lines so he then called baxter. They had him replace the whole setup. Since then he has been completing therapy successfully except. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.